Event description:
Boston scientific received information that this device displayed a high out of range shock impedance measurement. This issue was reviewed by the physician. The device was reprogrammed and the left ventricular lead function was disabled. The device remains in service and able to provide therapy. A lead revision was not performed as an echo revealed improved heart status. No adverse patient effects were reported

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.